Event description:
The hospital reported that during preparation for endoscopic vein harvesting surgery, it was noticed that the scope was blurry and had black spot. The case was completed with another device. No patient effect has been reported. The device was received on 11/10/2006, and it was observed that the scope lens was cracked. Cracked lens is a reportable malfunction.

Manufacturer narrative:
Investigation results: scholly assessment received on 11/20/2006, indicates that the objective is broken due to strong shock/mishandling. This shows the mechanical deformation at the distal end. This is a result from mishandling of the scope.